Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was ranging from 407 to 523 mg/dl at the time of the incident and corrected with bolus. It was unknown if customer was using auto mode feature and automatically adjusting insulin delivery at the time of the event. The insulin pump will not be returned for analysis.